Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 22mm amplatzer amulet was selected for an implant on 12 january 2023 using an unknown delivery system. Device was successfully implanted in the patient at 9:30 am and the patient's activated clotting time (act) levels was 257 with heparin administered. Post procedure, the patient reportedly had a code call at 9:30pm and was checked for an effusion and received a pericardial tap of 50 cc's and a pericardial window procedure. The patient then woke up, and was reportedly stable and doing fine. No additional information was provided.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.